Manufacturer narrative:
Block h6 (impact codes): problem code f1001 captures the reportable event of absence of treatment. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of bile duct wall thickening and a stent removal. During the procedure, the exalt scope did not pass into duodenum as intended. The physician reported that the patient's anatomy was tortuous. The procedure was not able to be completed.